Event description:
Breast tissue expander explanted due to deflation, 10 days after implantation. Surgical damage suspected. Device replaced with identical tissue expander. Medical center reported explanted device lost in the system.